Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 2 october 2018, the device was noted to have been previously repaired four times, the last repair being for the mesher having bent coils and the handle being hard to turn reported on 5 april 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 2 october 2018, it was reported from zimmer (B)(4) that a mesher required repair. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 2 november 2018 noted that the device was out of calibration, but still produced a passing test mesh. The comb was noted to have been bent. Repair of the mesher occurred the same day and involved replacing the comb and recalibrating the device. The technician then tested and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number 300151379 on 2 october 2018. While the service technician found that the comb was bent and the device was out of calibration, failures that would require service in order to be resolved, it cannot be determined from the information provided as to what caused the comb to become bent and the device to fall out of calibration. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that unit had repair/annual maintenance. It was also discovered that the comb was noted to have been bent. No adverse events were reported as a result of this malfunction.